Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range high voltage lead impedance was observed on the svc vector. The chronic rv lead was recently connected to a new ICD. Lead-ICD connection issue or lead fracture was suspected. Since the rv coil was good, the patient will be monitored.